Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a sigma resection procedure, blade broken. The part fell off after removed out of patient, so part did not fall into patient. The piece will not be returned with the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m93d2z. The device was returned with the upper jaw detached with half of the upper jaw broken and returned with the device. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. Although no definitive root cause could be drawn as to how this severe damage occurred, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). This is an evaluation of a photo submitted by the account, the instrument has not been returned at the time of this evaluation. This photo shows what appears to be a used nslg2c35 instrument with body fluids in the jaw area. A close look at the image indicates that the upper jaw of the instrument is missing. Without the actual return of the instrument there is no way to fully conclude the cause of the reported issue. Upon the return of the instrument we can perform a more in detail analysis. No conclusion can be reach on what could have caused the reported event.